Event description:
Note: the date of event is unk. Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-03711, for the other associated device info. It was reported to boston scientific corp that two resolution clip devices were used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the clips would not deploy. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).